Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the implant was opened and the inner plastic carton was found cracked at a corner while the outside of the implant box showed no damage. Attempts have been made and no further information has been provided.